Event description:
The customer states that she obtained blood glucose results of 348mg/dl and 131mg/dl on the accu-chek compact plus system. The results were obtained within a ten minute timeframe. No reported action taken. No adverse event reported. New system sent to customer and return requested.